Manufacturer narrative:
The technician found the head hi/low drive and motor control board was defective. The technician replaced the drive and motor control to repair the bed.

Event description:
The facilities maintenance indicated he found evidence of smoke in the logic motor control box and u24 on the circuit board appeared to be discolored.